Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the manual stapling handle had a problem. They used two of the product, both handles of it were been able to pressed the green button. But, one stapler would not be able to squeeze the handle while the other stapler can squeezed but its knife blade didn't advance and was a "flimsy" squeeze. It happened when they trying to fire the meso appendix part. So to finish the procedure, the surgeon used ethicon stapler. No injury has been noted to the patient.